Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other): initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Event description:
The customer reported the device was unable to obtain a value. Additionally, it was reported that when readings were obtained, there wan an anomalous wave form, and the value was not stable. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During inspection, the device was found to be unable to obtain a measurement due to a cracked flex cable between module halves. The device turns off by design if no measurement is obtained. X-ray imaging confirmed the crack extends to the copper traces in the flex cable. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event., corrected data: